Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure, it was not possible to properly fixate the lead into the atrial port due to the setscrew. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.